Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture," and "saw that prosthesis is part of the collection. Explained about the collection and about the natrelle line having been collected.". Device remains implanted.